Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The device was returned for inspection where the technician determined the connection issues were due to a corrupted radio card. The technician replaced the main board to resolve the issue and the device was functioning as designed. Although there was no injury reported, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive ECG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, baxter is reporting this alleged connection failure as a product malfunction.

Event description:
The customer reported that the biomed¿s eli380 intermittently loses the wlan connection and is unable to transmit. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).